Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) plus blood collection tubes had smears on the stoppers. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) plus blood collection tubes had smears on the stoppers. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for short shots, defective stopper molding, additive abnormalities, and foreign matter with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and short shots, defective stopper molding, additive abnormalities, and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for short shots, defective stopper molding, additive abnormalities, and foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and short shots, defective stopper molding, additive abnormalities, and foreign matter was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.